Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this boxed device gave an error message upon interrogation. The device was found to be out of storage mode. It had been out of storage mode for over one year. There was an error message that the impedance was out-of-range. A review of the device downloaded data was done. It was confirmed that the device was out of storage mode since november of 2022. The device had been beeping. Technical services advised to return the boxed device. The device was not implanted. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The analysis finding was the device had been removed from storage mode prior to any implant attempt. The observed device status is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this boxed device gave an error message upon interrogation. The device was found to be out of storage mode. It had been out of storage mode for over one year. There was an error message that the impedance was out-of-range. A review of the device downloaded data was done. It was confirmed that the device was out of storage mode since november of 2022. The device had been beeping. Technical services advised to return the boxed device. The device was not implanted. There were no adverse patient effects.